Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva meter system 2. Reference medwatch with patient identifier (B)(6) for the aviva meter system 1.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 355 mg/dl (aviva system 1) and 107 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.